Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported possible scar tissue. The sensor was inserted on (B)(6) 2015. Patient stated that she has been using the same general area for sensor insertion which may have caused scar tissue to form and inhabit the sensor from getting into the interstitial fluid, causing the sensor to fail. At the time of contact, no injury or medical intervention was reported.